Event description:
Pt reports having surgery to install a pt kit in 1990 to protect pt's brain from further injury. Pt has been diagnosed with skin cancer and dry eyes with the threat of glaucoma and suggests this may be due to the cranioplastic material.